Manufacturer narrative:
A sample was returned to the manufacturer and evaluation has been completed. No differences between the returned sample and samples pulled from inventory were identified. A root cause was not identified, however, variable conditions during wear such as temperature, humidity, and length, may affect the bandage and adhesive and may cause or contribute to the reported issue experienced by the end-user. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the end-user experienced a skin reaction to the bandage adhesive during product use. The bandage was applied to the end-user's shin. The skin reaction was reportedly "nearly a perfect rectangle shape of the bandage" and was noted to be discolored and peeling. The end-user was evaluated by a physician and received unspecified medical treatment. No specific diagnoses or further medical treatment and/or follow-up care was reported. No sample has been returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined at this time. Due to the reported need for unspecified medical treatment, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction to the bandage adhesive during product use.